Event description:
The line was placed in 2008, and was removed the next day, because the line sheared in 2 pieces and migrated. The migration portion was removed from the right groin area. Prior to the break the line was found to be leaking. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar prod complaint file(s) from this lot.